Manufacturer narrative:
Product event summary: analysis found that the red and white display wires were pinched and the insulation was compromised. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) which was returned for calibration subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.